Event description:
Customer alleges the vaporizer was delivering high output that reportedly resulted in the patient becoming hypotensive. There was no reported patient injury. Ge healthcare's investigation into the reported occurence is still ongoing. A follow-up report will be issued when the investigation has been completed.